Event description:
It was reported after approximately 20 minutes of onyx injection, the catheter's tip deformed at 10cm from the distal tip. No patient injury reported. Same event as MDR# 2029214-2011-00323.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 4.5 cm from the distal tip. Based on the findings, the catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Result - catheter rupture. (B)(4).